Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Mechanical function of the latch found it to be operating properly. The jaws did not lock or close on tissue. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/06/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that poor hemostasis was observed during the procedure. It is unknown if regrasp alarms or end tones were heard. Furthermore, the jaws would not release on occasion. A forcetriad at 2 bars was in use. There was no injury to the patient.